Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the entire system, including the pacemaker, the right atrial lead, and the right ventricular (rv) lead, was explanted due to infection. The rv lead had exhibited loss of capture.

Manufacturer narrative:
The reported events were infection and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.